Event description:
It was reported that the patient had one of their implantable neurostimulators (ins) was explanted because it was ''not successful'' due to ''problems.'' Additional information was requested, but was not available at the time of this report. Additional information reported indicated that the patient was in the hospital to discuss a possible bladder removal on (B)(6) 2012. The patient wanted their active neurostimulator removed during this procedure. If additional information becomes available, a follow-up report will be sent. Reference MFR. Report # 3007566237-2012-00640 for concomitant device event.

Manufacturer narrative:
Product ID 3058, serial # (B)(4), implanted: (B)(6) 2010, product type neurostimulator; product ID 3889-28, lot # v422402, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v422402, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer , patient; product ID 3037, serial # (B)(4), product type programmer.